Event description:
The stent was prepared to load onto the wire and visualized. When the stent got through the catheter to the coronary the stent was visibly damaged. The physician pulled the stent delivery system out the of the system and noted the stent was not on the system. Stent was not identified. Physician removed product, except the sheath. He inserted a diagnostic catheter to take fluro guided images of the upper body (excluding head and neck) and lower extremities. No stent was visualized. Product retained and kept for review. Physician aborted intervening on that vessel. Case was finished and patient was taken to post-op area. Imaging orders placed to evaluate for retained object.